Manufacturer narrative:
(B)(4). Although it was reported that there was no harm to the patient, an estimated blood loss of 105ml occurred as a result of the event. Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported an increase in pressure during a procedure to repair mitral valve prolapse. The following information was obtained from the user facility: the oxygenator pressure was noted to be "higher than normal" at the beginning of extracorporeal circulation; after approximately 1 hour of use the pressure "became much higher"; subsequently, the oxygenator was changed out for a new one and the line pressure went back to normal; there was 105ml of blood loss reported; however, the procedure was completed successfully; there was no harm to the patient as a result of the event; and the patient is reported as "doing ok."

Manufacturer narrative:
The actual sample was returned and evaluated. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). The saline test indicated the actual sample had an obstruction, and the visual examination showed the presence of thrombus on the filter, fibers and the heat exchanger module. The fibers were inspected (magnifying inspection and electron microscopy) - the generation of fibrin net, echinocyte of red blood cells and platelet aggregation were noted where the thrombus had formed. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the described conditions during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00069 to provide additional information regarding evaluation of the returned sample and to correct the original reported blood loss of 105ml. The estimated blood loss amount was 135ml.